Manufacturer narrative:
(B)(4). Correction numbers: 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg is inoperable and will not communicate with external devices as the patient has not used or charged his system in approximately three years. An sjm representative met with the patient and confirmed communication can not be established as the ipg is inoperable. Surgical intervention is planned for a later date to address the issue.